Event description:
Customer reported an over infusion of sodium phosphate. At 1930 pm, a secondary of sodium phosphate 15 mmol/250 ml was started per protocol to infuse over 4 hours at 62.5 ml/hr. Two hours later, the infusion was assessed. The user noted the 250 ml bag was empty but the pump module indicated a remaining vtbi of 154 ml. The physician was notified; the pt's spo2 was 94% on oxygen at 3l/min via nasal cannula. The oxygen was increased to 6l/min. Add'l blood work was ordered and at 0405 am, the pt's phosphorus level was within the normal limits. Reported no long term pt harm occurred, but that medical intervention of increased oxygen delivery, increased monitoring and add'l lab work was required. Customer did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). The customer's experience of an over infusion of sodium phosphate was not confirmed. The pcu event log showed that at 7:54 pm, a secondary infusion of sodium phosphate (drugid 378) 15mmol/250ml was programmed to run for 4 hours at a rate of 62.5ml/hr. The secondary volume infused at the start of this infusion was 1306.49ml. At 9:39 pm, the pump module was turned off and the system was shutdown. The secondary volume infused at this point showed 1412.64 ml. From the start of the secondary infusion till the time the system was shutdown, the secondary volume infused showed the pump module infused 106.15ml. Functional testing performed found no issues with the rate accuracy and the device was able to run a primary/secondary infusion, programmed with the same parameters as the reported event, with no issues. The administration sets were not returned. The root cause of the customer's experience of an over infusion was not identified.